Event description:
It was reported in service report that the brakes were not holding and the siderails were missing screws. No adverse consequences were alleged.

Manufacturer narrative:
Result: adjuster.